Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was up to 500 mg/dl earlier on the day of the call. The customer's mother stated that the customer's blood glucose levels had been up and down for the past few weeks. She noted that the blood glucose readings lowered to 115 mg/dl. The customer had done a bolus and about an hour later, a manual injection was given. The caller advised that she uploaded the device information to review reports with the customer's doctor. Advised the caller to monitor and call if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.